Event description:
On (B) (6) 2010, patient reported for the past couple of months her readings have been very erratic. Patient reported she was hospitalized on (B) (6) 2010, because she had high acetone spills, vomiting and was dehydrated. Patient stated her blood glucose reading was 450 mg/dl when she was admitted. Patient's normal blood glucose is around 100 mg/dl. Patient reported they took her off of pump therapy and placed her on an insulin drip. Patient reported she was released on (B) (6) 2010, and is currently on her backup infusion device. Patient stated her reading this morning was 95 mg/dl. Patient reported the infusion device has not given any error messages. Unable to troubleshoot infusion device due to no batteries. Patient will install batteries and continue to troubleshoot. Several attempts to follow up with patient have been unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.